Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as shigella flexneri when using phoenix panel nid (catalog number 448007) batch number 3202514. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, three retention panels each of the complaint batch were tested using in house and qc isolates e. Coli enf 19159 and e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All panels tested returned e. Coli identification results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed four additional complaints on batch 3202514, two of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ nid, a patient sample was incorrectly identified. There was no report of patient impact.